Event description:
It was reported that the tip of the viper universal polyaxial driver broke off from the instrument during placement of a cannulated screw. Reports a guidewire was not used. The broken tip remains lodged within the implanted screw.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
The complaint sample was not returned for evaluation. Review of the device history record cannot be performed as the lot number is unknown. Without a lot number, a review of manufacturing records cannot be completed. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. No corrective action is required at this time as without a product sample we are unable to confirm the reported issue or identify the root cause. The complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not returned.